Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿leakage on the patient line connection during the initial drain¿. This was identified during automated peritoneal dialysis therapy. Baxter technical service (bts) assisted the patient in checking the catheter and patient line. Bts assisted patient in cassette removal. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.